Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they can feel their implantable pulse generator (ipg) "tapping in the chest" and suspects the ipg is not set correctly. The ipg remains in use. No further patient complications have been reported as a result of this event.